Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. His mother also reported the insulin pump had a failed battery test. Customer's blood glucose was 246 mg/dl. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer also reported several no delivery alarms continue to occur. No additional information provided.